Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿ ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿

Event description:
The user facility reported a 71 year-old male with cardiomyopathy and cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. The patient is under consideration for a ventricular assist device and/or transplant. The patient developed signs of hemolysis and access site bleeding. The access site was stitched and had manual pressure applied. The patient received two units of red blood cells. The impella cp device was explanted and replaced with an impella 5.5 device three days later. The patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed and hemolysis has been completed. Product was not returned for review. Data logs showed pump ran without issue during support. There were some positioning alarms at the end of the case but resolved quickly. There were also suction alarms triggered but not impact to the flow of impella. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The instructions for use referenced in the initial report is from IFU for the impella cp with smart assist system, sections: general patient care considerations, entering cardiac output, potential adverse events (united states), which now includes statement "(including ventricular perforation).¿, use of echocardiography for positioning of the impella catheter, hemolysis, and suction . Added-d6a/d6b